Manufacturer narrative:
The investigation found that the study and images were archived over one year ago. The root cause for the study and images no longer being available is most likely a result of the following: - deletion during a migration to a different merge pacs version. - manual deletion by the customer. The customer is able to run a report to determine if any additional studies needed are missing. There are no other allegations of needed studies and images being unavailable.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 a customer reported that a study and its images were deleted and are no longer able to be viewed. The customer did not allege an injury, the need for medical intervention, or adverse consequences as a result of the unretrievable images. However, with a patient's images or study being unavailable for viewing there is a potential for a delay in diagnosis or treatment that may lead to harm. (B)(4).